Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during insertion of the coil in the microcatheter, the coil was prematurely detached into the microcatheter. The coil was removed to avoid the detachment from the microcatheter. It was indicated the coil was damaged. The coil was removed while it was still in the microcatheter. No surgical or medicinal interventions were required. It was unknown if there was damage to the delivery pusher. There was no resistance during delivery. The coil was not repositioned. The physician did not attempt to detach the coil and the delivery pusher was not rotated inside the patient. A continuous flush was administered during the procedure. The device was prepared as indicated in the package insert. Ancillary devices include: sl-10 stryker.